Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42, associated with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) provided guidance to perform a complete pump reset, walking the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.